Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verioiq was displaying an ¿error 4¿ message. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the error message began to appear intermittently beginning in (B)(6) 2013. The patient manages her diabetes with oral medication (metformin 500mg three times a day), diet and exercise. The patient continued to take her usual dose of medication (including sliding scale) as part of her usual diabetes management regimen when she obtained the error message. The patient claimed that 1 month after the product issue began, she had been unable to control her diabetes as normal as she doesn¿t always know what the meter results are. However, the patient denied receiving any treatment as a result of the alleged issue. Csr noted the patient was using the correct testing technique. It was not the first time the product was being used and the strips were stored correctly. Csr also noted that when the patient tested with blood the test strip did not completely draw in the sample. The alleged issue was not resolved with retesting. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to signs/symptoms of a serious injury. The patient also denied receiving treatment as a result of the alleged issue. However, this complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.